Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6)2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ('significant pain in the lower abdomen 2 months after the operation.') In a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy 7 months after insertion of the essure implants"). On an unknown date, the patient experienced abdominal pain lower (seriousness criterion medically significant), migraine ("persistent migraines"), fatigue ("chronic fatigue"), hyperaesthesia teeth ("tooth sensitivity"), urticaria ("urticaria"), arthralgia ("joint pain"), dyspepsia ("digestive disorder"), rhinorrhoea ("runny nose") and sleep disorder ("sleep disorder"). At the time of the report, the abdominal pain lower, migraine, pregnancy with contraceptive device, fatigue, hyperaesthesia teeth, urticaria, arthralgia, dyspepsia, rhinorrhoea and sleep disorder outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for abdominal pain lower, arthralgia, dyspepsia, fatigue, hyperaesthesia teeth, migraine, pregnancy with contraceptive device, rhinorrhoea, sleep disorder and urticaria with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 31-mar-2022. The most recent information was received on 19-apr-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("significant pain in the lower abdomen 2 months after the operation.") In a 46 year-old female patient who had essure inserted for permanent contraceptive tubal implant. Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014 she experienced pregnancy with contraceptive device ("pregnancy 7 months after insertion of the essure implants"). An unknown time later she experienced abdominal pain lower (seriousness criterion medically important), migraine ("persistent migraines"), fatigue ("chronic fatigue"), hyperaesthesia teeth ("tooth sensitivity"), urticaria ("urticaria"), arthralgia ("joint pain"), dyspepsia ("digestive disorder"), rhinorrhoea ("runny nose") and sleep disorder ("sleep disorder"). At the time of the report, none of the outcomes for these events were known. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. No causality assessment was received for essure with regard to migraine, abdominal pain lower, pregnancy with contraceptive device, fatigue, hyperaesthesia teeth, urticaria, arthralgia, dyspepsia, rhinorrhoea or sleep disorder. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 62 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-apr-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.